Event description:
48 year old male status post total left hip replacement approx 6-8 weeks ago. He did well initially but has since dislocated his left hip. At surgery it was noted that poor healing had contributed to the instability. It was noted there were some scratches on the femoral head.